Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. Resistance with the anatomy was felt while advancing a 3.0x20mm nc traveler balloon dilatation catheter (bdc) for pre-dilatation. Additionally, the balloon ruptured during first inflation at 8 atmospheres. The bdc was removed from the anatomy and the balloon rupture was confirmed. A 3.0x15mm non-abbott bdc was used for pre-dilatation and the procedure was successfully completed with the implantation of a 3.0x38mm xience alpine. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.